Manufacturer narrative:
The customer¿s experience with faulty segments of the rate display of each returned display board assembly was confirmed during lab testing. It was found that the tenths digit of each display board had at least one dim segment. It was noted that no segments were actually missing, or not illuminating. While a dim segment(s) will not affect proper delivery of medication, it may lead to user confusion, and/or inconvenience. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). There was no patient involvement.

Event description:
The customer reported lvp display board failures during the facility's pm process. There was no patient involvement.